Manufacturer narrative:
Alleged failure: the probe activated the alarm mode by itself. The failure identified in the investigation is consistent with the complaint record. Although the alleged claim was unable to duplicate during investigation. Based on evidence obtained through physical examination after the handle was opened. A possibility that saline accessed the inside of the probe handle reaching the pcb which creates an internal short and which could contribute the device to stop working or continuous activation. The probable root cause/s could be the user accidentally submerges device in saline which permitted water to ingress into handle where the electrical components are and causing a short circuit, inadequate gluing operations. Excessive force applied when used, stuck button. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the probe had continuous activation during surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe had continuous activation during surgery.